Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective ccd chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the charged coupled device (ccd) and cable were defective and causing the colored image and image to be flickering. It was also found that the white balance couldn¿t be properly, due to a malfunction of image functionality caused by the cable disconnection and error e311 was displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the scope has image was flickering. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image was pink colored. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.